Event description:
It was later reported that the patient was not on prialt at the time of the adverse event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that an x-ray had shown that the catheter was not in the spinal canal. The patient had presented with ineffective pain relief. At the time of report, the patient was weaning off the drug and would undergo a catheter revision. It was stated that the patient had recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had an x-ray and "found out that the pump was not hooked up." The patient and their physician found that "it was a huge mess of coiled up catheter that was not even hooked up." They did not know how long it had been that way. The patient stated that they had tried prialt a few years prior to the report but felt nothing. She further stated that they changed to morphine and they still were not feeling anything. The patient stated that the catheter was in a big coil in her back and she had a huge lump; that she had a lot of pain back there. The patient confirmed that since (B)(6) 2011 they had not had any therapeutic effect. The patient stated it felt like they had glass under their skin and they were "having such pain they could not put their back against the seat of the car." The patient stated they had a spinal leak when "they had it put in." The patient later reported that after their pump was installed, they came home and, a couple of hours later, they had a spinal leak. The patient stated that they were in the hospital for almost two weeks with that. Shortly thereafter, the patient started getting a lump and thought that it was from the healing process. The lump got larger and it became uncomfortable. The patient's physician assured the patient that it was scar tissue, and indicated that "that was where the anchor was placed to keep the catheter in the spine." The patient stated that it just kept getting worse, and kept getting harder and larger. They were able to feel the catheter under the skin. The patient stated the morphine was just dripping out every time she stood up and it itched like mad. They further stated that they were always tired to the point where they fell asleep on the toilet; they could not drive or do anything anymore; that they were sick all the time and their amount of pain had increased incredibly. The dates of the x-rays were noted to have been on (B)(6) 2013 and (B)(6) 2013. The patient stated that the catheter was "nowhere even near my -between my discs at all." The patient stated that as soon as they were weaned down they were "getting this thing out." No surgery was scheduled. It was later reported that the patient had been under the care of her new physician since (B)(6) 2013. The patient was implanted in (B)(6) 2011. Initially, the patient's dosage was noted to be prialt 14-15 mcg/day, but they were then switched to dilaudid. At the time the patient switched to their new physician on (B)(6) 2013, they were only receiving dilaudid. An x-ray identified the catheter was dislodged. The patient was going to have a revision, but no date was scheduled.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).